Event description:
It was reported that the user experienced difficulty pairing a new freestyle libre 3 plus sensor to the ilet system, consistent with intermittent communication failure associated with the antenna/electrical-magnetic components, and the user ultimately reconnected and completed sensor warm-up with follow-up confirming pairing. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between connected components, consistent with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.